Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the equipment blocked, and there was no phacoemulsification power. Additional information has been requested. Additional information was received indicating when it was required to use the cautery of the equipment, the touchscreen was unable to be used; "blocked." The system was switched out. The procedure was an extracapsular cataract extraction with intraocular lens implant.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not replicated. The cable assembly was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 14, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).